Manufacturer narrative:
B3 - date of event: (B)(6)2017 to (B)(6)2019. D4 - possible rpn's: wayne pneumothorax catheter trocar sets: (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray did not function as intended. The device was used emergently for chest tube insertion due secondary spontaneous pneumothorax which was diagnosed by x-ray. The antithrombotic medication was not adjusted/suspended. Imaging was not used during device placement. The device was successfully placed in the left chest using catheter over needle technique. The chest tube was attached to a chest drainage system for initial drainage which was successfully achieved. An x-ray after the procedure confirmed correct placement. Later, the patient experienced hydropneumothorax due to device deficiency. As a result, an additional chest tube was placed. The patient expired 7 days after device placement, cause of death not reported. No other adverse effects were reported.

Manufacturer narrative:
Correction: b1, h6: annex a. Investigation ¿ evaluation: it was reported that the catheter from a wayne pneumothorax catheter set or tray did not function as intended. The device was used emergently for chest tube insertion due to secondary spontaneous pneumothorax which was diagnosed with an x-ray. The antithrombotic medication was not adjusted/suspended. Imaging was not used during device placement. The device was successfully placed in the left chest using catheter over needle technique. The chest tube was attached to a chest drainage system for initial drainage which was successfully achieved. An x-ray after the procedure confirmed correct placement. Later, the patient experienced hydropneumothorax. As a result, an additional chest tube was placed. The patient expired 7 days after device placement, cause of death not reported. No other adverse effects were reported. Reviews of the documentation, including the complaint history, manufacturing instructions, quality control procedures and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] "wayne pneumothorax set for seldinger placement," provides the following information for the proper use of the set. Evidence gathered upon review of dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that this adverse event is related to the patient¿s condition. It was reported that the patient had a history of cardiovascular disease that could have contributed to the hydropneumothorax and patient death. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.